Event description:
Nasopharyngeal tube separated from external ring and was pushed down into the airway during intubation with endotracheal tube. Nasopharyngeal tube was retrieved from below et tube via fiberoptic scope.